Event description:
Follow up with the peritoneal dialysis home patient's (hp) family member revealed that the hp had experienced a peritonitis episode. Reportedly, the hp had presented to the clinic with abdominal pain. The hp was treated with 1 g cefazolin ip and 1 g ceftazidime ip daily for 3 days, pending the effluent culture and sensitivity results. Post culture results, treatment was 1 g vancomycin ip "based on levels". To date, the hp has recovered with no hospitalization required. The hp's nurse is attributing the peritonitis episode to the home patient neglecting to mask off during therapy setup.